Manufacturer narrative:
(B)(4). Device eval summary: batch number h24l625645 was released by qc according to defined specs. The documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specs. The sterilization cycle and the sterility test are registered as conforming. The attributability is then impossible to determine.

Event description:
A physician reported that after injection with a juvederm ultra xc in the glabellar region and nasolabial folds, a pt presented with "exuberant pustular eruption on the left nasolabial fold and glabella" within a month. The pt was initially seen in the emergency room, and was given oral steroids, parenteral rocephin, topical clindamycin and bactroban. When the pt was seen at the office at a later date, the pt was prescribed a z-pack and vanos topical cream to prevent worsening of symptoms that may have lead to permanent damage. At the last office visit, "the pt's symptoms were improving."